Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 25jul2024, the asp stated that the error message was on the screen but did not provide the device diagnostic report. The customer was not able to provide the exact diagnostic code, just that the alarm was for an auxiliary power supply failure. The device was found to not be under warranty, so the customer refused to pay for repair. The asp was not able to go to the customer site to evaluate the device due to the customers refusal of service. No further work was performed by philips to resolve the issue. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an auxiliary power supply failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was advised to check the motor controller printed circuit board assembly (pcba), cpu pcba, and power management pcba. This investigation is ongoing.